Event description:
Boston scientific received information that one day post implant the right ventricular (rv) lead was found to have dislodged. A revision procedure was performed and an attempt to reposition the lead was unsuccessful as the helix would not extend. Upon visual inspection, tissue was noted to be caught on the helix. Subsequently the lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned with the helix extended. Visual inspection revealed blood and body fluid in the helix housing, however no tissue was noted in the helix post decontamination. The tip portion of the lead, including the helix, appeared intact and undamaged. During testing the lead did not pass the helix mechanism test, which was attributed to the blood and body fluid infiltration. Once the blood and body fluid were loosened from the helix housing, the helix was functional. Laboratory analysis was unable to confirm the allegation of dislodgement through testing as the lead tip and helix had no visible signs of damage or defect which would lead to dislodgement. Analysis did confirm the allegation that the helix would not extend during the revision procedure as there was fluid infiltration into the helix mechanism which would cause the helix mechanism difficulty.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.